Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities. There were no kinks present on the tubing and there was no evidence of blood. A functional test was performed using a regulated source of co2. The device was found to be within output specifications. Based upon the visual observations and the functional test, the reported complaint could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, 5 mins after connection, there were bubbles visible in the sterile saline bag when the blower/mister was pinch clamped. The device was discarded "to avoid explosion of the bag and handled over to our service." A replacement unit was used to complete the procedure. There were no pt effects reported. The product is returning.